Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff reported the fenestrated bipolar forceps instrument was not moving in all directions. There was nothing reported falling into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported instrument not moving. However for clarification, the malfunction was a broken pitch cable. Based on this clarification, the complaint was confirmed. Intuitive motion was not being experience because the pitch cable was broken at the distal clevis hub. Cable segment that contains the crimp was still installed in clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.